Event description:
It was reported that the patient presented to the emergency room with shortness of breath. An echocardiogram revealed a mild pericardial effusion and a cardiac computerized tomography scan confirmed a right ventricular (rv) lead perforation. The lead was unable to capture at maximum outputs. The lead was turned off until it was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).